Manufacturer narrative:
Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Wounds being treated with the vac therapy system should be monitored on a regular basis. In a monitored, non-infected wound, vac dressings should be changed every 48 to 72 hours, but no less than 3 times per week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing change intervals should be based on a continuing evaluation of wound condition and the patient's clinical presentation, rather than a fixed schedule. There was no product malfunction. This report is being filed due to user misuse.

Event description:
On (B)(6) 2010, the kci representative reported via telephone that a patient experienced bleeding and had to be admitted to the hospital. On 01 oct 2010, kci global safety spoke with the nurse who reported that a non-compliant patient who repeatedly cancelled the wound care appointments and missed scheduled dressing changes, came into the wound care clinic on (B)(6) 2010, for a dressing change to his chest wound. According to the nurse, the patient had not had a dressing change since (B)(6) 2010. The foam was adhered and as the nurse removed the dressing, the patient started actively bleeding. It was reported that the nurse was unable to control the bleeding with direct pressure and hemostasis was difficult to achieve. The patient was transported to the emergency room. It was reported that the patient's estimated blood loss was between 300 and 500 mls of blood. The patient did not receive a blood transfusion and was hemodynamically stable throughout the event; however, was admitted for overnight observation at the hospital. It was reported that the patient did not have any long term effects due to this bleeding event.